Manufacturer narrative:
Alleged malfunction. Alleged medical intervention. Allegedly, 2 years ago the consumer was hospitalized for a day because of water entering her lungs after using the device. Allegedly, the humidifier bottle had moisture built up and water was dripping out of the consumers nose.

Manufacturer narrative:
Additional information obtained from the dealer. The dealer stated that the unit has been replaced 3 times for this issue. The dealer stated the consumer has been known to overfill their humidifier bottles. In addition, the consumer uses a length of tubing 50 ft long instead of the recommended 25 ft length. The long length of tubing causes the tubing to rest on the floor where condensation accumulates. Also, the consumer has been known to have damaged units in the past. The issue appears to be a operator error. MDR to be updates to reflect the new information.

Event description:
The consumer states that approximately 2 years ago, she was allegedly hospitalized for a day because of water entering her lungs. This was allegedly caused by the humidifier bottle moisture building up and water dripping out of her nose. The dealer spoke to ivc tech services who suggested the consumer get a water trap and keep the cord off the floor as much as possible. The dealer has replaced the unit twice, but the consumer continues to have an issue.

Event description:
The consumer states that approximately 2 years ago, she was allegedly hospitalized for a day because of water entering her lungs. This was allegedly caused by the humidifier bottle moisture building up and water dripping out of her nose. The dealer spoke to ivc tech services who suggested the consumer get a water trap and keep the cord off the floor as much as possible. The dealer has replaced the unit twice, but the consumer continues to have an issue.